Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting, the call was disconnected due to connection issues while the customer was traveling. Technical support attempted to follow up multiple times through calls and email but was unable to reconnect with the customer. As a result, after exhausting all follow-up attempts, the case was closed with no further action required.